Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity biopsy forceps device was used during a colonoscopy procedure. According to the complainant, during prep the forceps jaws could open but could not close. The procedure was completed with another radial jaws large capacity biopsy forceps device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.